Manufacturer narrative:
(B)(4).

Event description:
It was reported that six months ago, battery longevity was four years and now it is less than three months. Patient did not receive any therapy. Review of session records revealed that earlier battery estimation was incorrect and current estimation is expected. Device is still in situ.